Manufacturer narrative:
The full lead was returned, analyzed, and the helix was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the helix is slightly bent but operates within specification. The bent helix could contribute to helix rotation issue. Lead passed introducer test. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant attempt, the lead was repositioned multiple times and had difficulty retracting the helix. The lead was removed. The physician requested a new lead. No patient complications have been reported as a result of this event.